Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia ( bleeding b/w periods )") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device ("pregnancy terminated (2)/ pregnancy (with complications)"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, metrorrhagia, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, metrorrhagia, psych injury, currently planning for essure removal: yes. Additionally, a pregnancy case was created which is captured under case no. (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: results: unknown; in 2008: failure to occlude (close) fallopian tubes/ one of the coils failed to occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.